Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention was undertaken and the ipg was explanted and replaced.

Event description:
Additional information received reports that the ipg has met normal longevity and is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the ipg has met normal longevity and is no longer reportable.

Manufacturer narrative:
The reported observation of ¿replace generator soon after 11 months¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The estimated longevity range would have been .6 years (burst continuous) +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 3660. This was due to a burst higher than normal amplitude range of (2.35ma up to 3.35ma). The total stimulation on time was 197 days or .55 years, suggesting the device had normal battery depletion at the time of explant.